Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The unit had minor scratched lcd window, cracked case near display window corners, belt clip slot, reservoir tube lip. There was no moisture damage on the electronic assembly.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 133 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).